Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during cleaning and inspection, the inserter was found to not be clamping correctly. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: 00889024232660. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the femoral inserter/extractor shows sign of repeated use and the tip shows wear. Performed functional check with femoral provisional and impactor pad, the instrument functions properly. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.